Manufacturer narrative:
Until today, we have not received the medical products for analysis and were therefore unable to examine them. The information you provided was analyzed and recorded as complaint by our quality management. It is used to evaluate the safety and reliability of our medical products and to improve them if necessary. The enclosed data show that the ICD tachycardia detection was active on (B)(6) 2017 during the initial interrogation of the follow-up. The detection was deactivated at 12:43:54. In the process, both the ICD therapy was switched to inactive, display switches to red, and the warning message, the ICD therapy in the implant is turned off, and was confirmed with the word, ok.

Event description:
Ous MDR. It was reported that tachycardia detection was programmed to inactive but not on purpose. The doctor suspects that this re-programming happened due to an incorrect calibration of the touchscreen. The messages for tachycardia detection inactive/off were not noticed either on the follow-up page/parameter page or when exiting the follow-up. The patient probably suffered from a vt/vf on (B)(6) 2017 and had to be revived. Should additional information become available this file will be updated.